Event description:
It was reported that prior to an ultrasound guided percutaneous drainage catheter placement procedure, the length of the trocar needle was allegedly longer than the catheter too much. The procedure was completed using another device. There was no patient involvement.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows the partial view of one navarre universal drainage catheter and the trocar stylet was noted to be coming out of the distal end of the drainage catheter. Manufacturing site evaluation of the photo found that the tip of the catheter was damaged, and waviness was noted in the shaft of the catheter. However, the provided photo is not sufficient enough to confirm the issue and further the physical sample was not returned to perform dimensional evaluation. Therefore, the investigation is inconclusive for the reported defective component issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to an ultrasound guided percutaneous drainage catheter placement procedure, the length of the trocar needle was allegedly longer than the catheter too much. The procedure was completed using another device. There was no patient involvement.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.